Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that patient was admitted to the hospital due to a pneumothorax. A procedure was performed where they removed fluid from the patient's lung. Upon evaluation the following day it was noted that the rv lead impedance had decreased from 800 ohms to 500 ohms. All other measurements were normal and stable. Subsequently the patient was discharged from the hospital. No additional adverse patient effects were reported.